Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed premature battery depletion due to high output settings on the lead. Programming changes were made and the device remains implanted.